Event description:
It was reported that during the implant procedure, the helix was unable to advance after some positioning. The physician drew out the lead and the lead was not used. A new lead was implanted instead. There were no patient complications reported as result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found, but blood noted on helix; full lead returned and analyzed.